Event description:
It was reported that this artificial urinary sphincter (aus) was not working properly. As a result of the inspection, it was confirmed that the cuff had a hole. The cuff was explanted and replaced. No patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this artificial urinary sphincter (aus) underwent a thorough analysis. The cuff was visually inspected, and leak tested. The cuff test revealed that the cuff had folds. No leaks were identified. Product analysis was not able to confirm the reported device allegation.

Event description:
It was reported that this artificial urinary sphincter (aus) was not working properly. As a result of the inspection, it was confirmed that the cuff had a hole. The cuff was explanted and replaced. No patient complications reported.